Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate high readings. On 03/31/10, this medical surveillance specialist contacted the reporter to clarify information obtained during the initial phone call. The patient tests his blood glucose 5-6 times per day and manages his diabetes with novolin 70/30. The reporter indicated that the patient is going through cancer treatment and has not been taking his insulin. Reportedly, his blood glucose has been fluctuating between high and low due to his cancer treatment. On the evening of (B) (6) 2010, the patient obtained a blood glucose reading of "399 mg/dl", which the reporter felt was inaccurately high. Prior to obtaining the reported reading, the patient was not feeling well and felt like passing out. The patient was treated with orange juice and reportedly felt better soon after. On the morning of (B) (6) 2010 at 9:30 am, the reporter claimed that the patient woke up and was groaning on his bedtime. The patient's son tested the patient on the subject meter at "128 mg/dl" and promptly called the paramedics. Then, 15 minutes later, the paramedics arrived and tested the patient at "33 mg/dl". The patient was treated with d50 IV fluid. Within seconds, the patient felt better. The patient was not taken to the hospital for any further treatment. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. During troubleshooting, the customer care advocate noted that the subject meter was not coded correctly. The results were taken on an approved testing site. This complaint is being reported because reporter claimed that the patient received medical intervention for hypoglycemia while using the lfs product. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.